Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory replaced two batteries which resolved the issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that one of the li batteries was discovered to have gone into a "low battery" state within 10 minutes of being fully charged. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that one of the lion batteries were discovered to have gone into a "low battery" state within 10 minutes of being fully charged. There was no patient involvement, thus no adverse event was reported.